Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4)

Event description:
It was reported that, post ventricular tachycardia (vt) ablation procedure, the right atrial (ra) and right ventricular (rv) pacing impedances "jumped" to high values. The impedances returned to normal after a couple of hours. The leads remain in use. No patient complications have been reported as a result of this event.